Event description:
I experienced a severe eye infection after using bausch & lomb solution for my contact lenses. I suffered severe, pain, loss of vision, excessive redness in and around my eye. In addition, I suffered extreme sensitivity to light. I was treated for this problem. Event reappeared after reintroduction.